Manufacturer narrative:
This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. The lead remains in service and implanted with the new pulse generator. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this left ventricular lead exhibited increased threshold measurements and impedance measurements greater than 2000 ohms. This lead will be closely monitored. Additional information was received that at the next chronic device changeout nearly 3 years later, ongoing high thresholds were noted, however impedance levels had returned to normal ranges. No adverse patient effects were reported.